Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the speaker connection was the root cause. The speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a primary audible alarm bgnd test alarm and will not clear. There was no patient involvement.